Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump logs show a motor stall on (B)(6) and a tube set on (B)(6). The cause of the stall was unknown. A replacement was being planned. The pump was used to deliver morphine and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that on (B)(6) 2011 the patient complained of withdrawal; increased pain, fever, sweats and chills. The pump logs were read and found on (B)(6) 2011 the pump went into motor stall. The patient had not had an MRI and denied being in magnetic/ emi environment. The patient was put on oral medications. The patient tried to get a replacement but had difficulty with workman's comp. On (B)(6) 2011 the patient reported to the hcp's office that the pump was alarming. The logs were read and it was noted that the motor stall had recovered (B)(6) 201; the pump was stalled for 19 days and on (B)(6) 2011 empty reservoir occurred. The pump was turned to stop pump mode and the patient had decided against replacement. It was noted that the patient did not trust the pump and felt that oral pain management was sufficient. The pump and catheter were removed. The patient outcome was noted as no injury, recovered with sequela; non-serious injury/illness.

Manufacturer narrative:
Catheter explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed pump motor gear train anomaly; corrosion. Analysis of the catheter revealed catheter incomplete/returned in segments; no significant anomaly found; acceptable testing.

Manufacturer narrative:
Catheter model 8709, lot# j11582r26, implanted: 2003 (B)(6), expl unk.

Event description:
It was later reported that an "unexpected" motor stall recovery was recorded in event logs on (B)(6).